Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 319 mg/dl. The nurse wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.